Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Multiple cracks were noted within the introducer needle hub. Upon infusion, small leaks were observed from the introducer needle hub. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported air in needle, aspiration issue and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via subclavian approach, when the blood backflow was drawn, no blood backflow was found from the middle of the needle and the needle tip could not be confirmed to be in the blood vessel. It was further reported that the while connecting a syringe to a puncture needle and performing a vascular puncture, air allegedly drawn out while aspirating the needle. The procedure was completed using another external syringe needle. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 04/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via subclavian approach, when the blood backflow was drawn, no blood backflow was found from the middle of the needle and the needle tip could not be confirmed to be in the blood vessel. It was further reported that the while connecting a syringe to a puncture needle and performing a vascular puncture, air allegedly drawn out while aspirating the needle. The procedure was completed using another external syringe needle. There was no reported patient injury.